Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had minimal efficacy. The patient requested having the pump removed. No environmental, external, or patient factors were reported to have caused this issue. Interrogation of the pump showed the pump was functioning as it should. Explant occurred on (B)(6) 2018. The issue was resolved and the patient was "alive; no injury." There were no further complications reported at this time.